Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found contact pad to be damaged. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 124 mg/dl and sensor glucose was 52 mg/dl at the time of the event, the difference is outside the acceptable range. No harm requiring medical intervention was reported. The sensor will be returned for analysis.